Manufacturer narrative:
Expiration date: 11/01/2011. Device manufacture date: 04/18/2011. Device evaluation: the balloon bond is delaminated. Colored water was introduced into the balloon lumen and visually there is a fluid path were the distal balloon bond has delaminated. Water was introduced into the pressure and infusion lumens and the water flows from where it should. The device was visually inspected and there are no other defects detected. A product risk assessment was initiated for coronary sinus catheter distal balloon bond failure and is applicable to this event. An edwards CAPA was opened for investigation into ep balloon bond delamination and is applicable to this event.

Manufacturer narrative:
Device evaluation currently in process.

Event description:
During a minimally-invasive mitral valve surgery the md was prepping the ep catheter and they realized that the balloon lumen or balloon itself was damaged. When they flushed with saline through the balloon port, the saline was leaking out which is not normal. They decided to use another catheter.